Manufacturer narrative:
Device power up properly after battery installation. Device received with operating currents within spec. However, device received with corroded battery tube. No failed battery test or weak battery alarms noted. Device received with minor scratches on lcd window. Device received with cracked case at display window corners, belt clip slot and battery tube threads.

Event description:
Customer reported via phone call that the insulin pump alarmed a low battery alarm, failed battery test alarm after the battery cap was replaced. Customer's blood glucose was 96 mg/dl. Customer agreed to return the device for analysis.